Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited noise over-sensing, resulting in pacing inhibition. The patient was seen in the clinic, and programming changes were made while awaiting the lead replacement procedure. The rv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.